Event description:
During a l5 kyphoplasty, the balloon broke on the right side. Approximately 2ml's of the contrast had leaked out. All of the balloon was removed, there was no remaining balloon on the right side. There was no injury to the pt.